Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply, power cable, and the backplane were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not make an exposure and was locked up. There was no pt injury or death reported.